Manufacturer narrative:
A visual examination under magnification of the returned driver was performed. A torsional fracture pattern was found at the radius where the shaft transitions into the hex for the driver. A torsional fracture pattern likely indicates an excessive twisting load (torsion). Hex tip breakage may occur when excessive force is applied to the driver during use to overcome increased resistance. Additional MDR's associated with this event: 3025141-2017-00009: screw.

Event description:
During insertion of a screw, the driver tip broke off and could not be removed from the screw. The driver tip was left implanted in the patient.